Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event of intermittent interrogation, which was caused by the printed circuit board being out of electrical specification. The system fan and hard drive were also found to be noisy, there were broken tabs on the power cord bay door, and the media bay door was broken. (B)(4).

Event description:
It was reported the programmer was intermittently unable to identify or interrogate implantable devices. The programmer rf (radio-frequency) head was replaced, but the problem continued. The programmer was returned for repair. No patient complications were reported as a result of this event.